Event description:
The iab leaked. Blood was noted in the catheter. As a result of the event, the pt had an air embolism, and the entire intestinum crassum was oblated. It was reported to co on 12/12/96 that the pt expired on 12/10/96. Event complications: the pt had an air embolism - reported 12/3/96. Pt's current status: unk - reported 12/3/96; expired.

Manufacturer narrative:
(This follow-up MDR was mailed to FDA on 4/25/97). Evaluation summary. Iab was received for eval with blood noted on exterior of device and within inner lunen, membrane, and extracorporeal tubing. Visual examination revealed a section of membrane, measuring approximately 0.75" in length, to be absent from balloon tip. In addition, lab examination revealed a smooth-edged tear in membrane at a location of 5.75" distal to catheter/membrane junction. Inspection of inner lumen revealed no abnormalities. Underwater leak testing revealed several leaks in balloon membrane. Microscopic examination revealed primary penetration, located approx 2" proximal to balloon tip and 0.030" in length to be roughed-edged in appearance. Ridged parallel lines were seen adjacent ot penetration site. No other notalbe markings were observed on membrane surface. Microscopic examination of ballon membrane disclosed a fatigue failure which typically produced when balloon membrane is subjected to non-linear to bi-axial folding. Probable cause of difficulty: fatigue can be described as tendency of material to break under repeated stress. All materials placed in a repeated bending stress mode are subject to fatigue type failures. Intra-aortic balloons can withstand long periods of simple folding and unfolding that takes place during inflation and deflation of balloon pumping. However, since aorta is not always a straight tube, in some cases cylindrical balloon may be subject to more complex folding patterns as it inflates and deflates. In these cases two folding stresses may become concentrated at one point creating a bi-axial fold. There is no way of predicting how long a material with fold in this concentration of stresses before it reaches a fatigue stage. Under microscopic examination stress paterns created by bi-axial folding are unmistakable. Stress redges can be seen to run both vertically and horizontally in a very typical pattern. Although, all intra-aortic balloons are subject to simple foling as balloon inflates and deflates, bi-axial or non-linear folding occurs rather infrequently. It may be produced by balloon pumping is a subintimal space, if it is place too high in aortic arch, if a portion of ballon enters subclavian artery, or if it is subject to unpredicatable folding patterns for any other reason. Physical evidence (blood with iab an smooth-edged membrane slices) is typical with that of a iab which became entrapped and needed to be surgically removed from pt, but no report of balloon entrapment was reported to datascope on 12/3/96. Although conjectural, damage to balloon membrane (smooth-edged tear/missing portion of balloon membrane) most likely resulted when membrane came in contact with a sharp-edged instrument during removal. As a reminder, datascope's instructions for use urges user to discotninue pumping and consider removal of balloon from pt at once if a balloon leak is suspected. If for any reason, undue resistance is met during removal of balloon